Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the transmitter has no voltage. There is no shared data log available for review. The reported event of a low transmitter battery as not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 01/25/2017, that on (B)(6) 2016 the receiver displayed low transmitter battery. No additional event or patient information is available. Data log was reviewed for evaluation on 02/13/2017. Complaint for a low transmitter battery could not be confirmed, however, transmitter failure was found and confirmed on 02/13/2017. The root cause could not be determined, post investigation. Based on the findings of a transmitter failure this is now reportable.